Event description:
It was reported that when using the bd pyxis¿ medflex 1000, login screen was frozen with the emergency access window stuck on it. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login screen was frozen and user unable to login. A technical support specialist (tss) connected to the unit, force-closed the cubex application through task manager, and rebooted it. The user was then able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.